Manufacturer narrative:
The device was received and evaluation was completed. The reported symptom ''multiple alarms'' could be confirmed during the event history log (ehl) review by the presence of system error 322 in the log. . A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 322 was verified. The cause was determined to be an out od adjustment link and therefore was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.